Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing of r waves. Due to r wave magnitude variability, false positive atrial fibrillation (af) was detected. Programming changes were discussed. There was no patient consequences.